Manufacturer narrative:
The device involved in the incident was not returned for evaluation due to mrsa contamination. One photograph provided reveals the PICC lumen appears to have burst between the hub and the 1 cm mark. As this is a different complaint condition to what was reported by the distributor, clarification of the actual event was requested but not provided. Without the clarification of the event requested and an evaluation of the device a root cause cannot be determined. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacture processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. A definitive root cause cannot be determined. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) contains the following warnings, precautions, and statements: small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Do not flush against resistance. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC lumen burst approximately 1 cm below the hub during infusion.